Manufacturer narrative:
No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Note: if the actual sample is received at a later date and provides a different conclusion, an addendum report will be written. Discussions regarding reflux possibilities were conducted with quality, production, and marketing personnel as well as managers and clinicians at canadian health. In addition to the internal investigation, the concern was investigated at the reporting hospital. As part of the investigation, and as requested by the customer, the hospital personnel using the canisters were retrained on the proper procedure for disposal of the filled crd unit. During the retraining session, it was noted that suction was being terminated prior to the port being capped causing reflux. As noted in our directions for use, the crd canisters should be kept under vacuum until end of disposal process. The investigation revealed that the reported issue was the result of how the device was being used, which was not as directed in the provided directions for use.

Event description:
Suction canisters filled with blood are exploding into the air and contaminating the room and or staff. We want these canisters removed and replaced with something safer or we will no longer deal with cardinal health. "Final response required."